Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify possible over or under delivery anomaly or communicate to carelink pro due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by a supply management team associate that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 64 or 67 mg/dl at the time of the incident. The customer used food to treat the low. The customer delivered 5 units and the pump delivered another 5 units after the bolus. The customer alleged over delivery. Troubleshooting was but did not resolve the issue. The insulin pump will be returned for analysis.